Manufacturer narrative:
Result: foot right siderail had been dismounted from the bed. Issue was resolved for the customer by replacing washer (bumper), glide rod bumper pad, mounting bracket, glide rod and screw w/patch.

Event description:
It was reported by service report that the side rail could not be mounted due to washer (bumper), glide rod bumper pad, mounting bracket and glide rod were missing on the siderail. No pt involvement or adverse consequences were reported.